Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, the evis exera iii xenon light source had a lamp error code e103. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Customer reported a lamp error code (e103) to olympus representative. The lamp flashed and turned off. The customer turned the device on, and it was working as needed. The olympus representative went to the customer site to inspect the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.